Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported, receiving an inaccurate high glucose reading (222 mg/dl) from their freestyle meter. Customer reported, one episode of loss of consciousness. Paramedics were called and treated customer with food and drink. Customer was then transported to a local hospital, where she was being treated with food. It is unknown what the diagnosis is at the hospital, an investigation into the details of this event is in process.